Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02442. I was reported the patient's scs trial procedure was abandoned the patient had excessive bleeding at the needle insertion site. The physician suspected a possible hematoma and ordered an MRI. The MRI confirmed there was no hematoma. In addition, impedance issues were encountered and effective stimulation could not be achieved during intraop testing.